Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery aspiration could not be applied in two ophthalmic handpieces. The surgery was completed on the same day with alternative handpiece and there was no patient impact.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Two opened polymer irrigation and aspiration (I/a) coaxial handpieces in a bag were received for the report of an aspiration issue. The returned samples were visually inspected and sample 2 was found to be conforming. Sample 1 was non-conforming with the polymer I/a tip observed to have foreign material inside the port hole. An occlusion/leakage test was performed to check the aspiration and irrigation of sample 2. Both aspiration and irrigation tests were found to be conforming. Functional testing for sample could not be performed due to the occlusion. The foreign material was sent for particle analysis. The particle analysis results found the foreign material to most closely match dried balanced salt solution(bss). A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . The returned sample 1 was found to be occluded. The particle analysis found the occlusion to be dried bss salt. Dried bss salt is not a material that is used in the manufacturing process of the coaxial handpiece. How and when the handpiece became occluded with dried bss salt cannot be determined from this evaluation; therefore a root cause cannot be determined for the complaint as described by the customer. Possible contributing factor is use during surgery. The returned sample 2 was found to be conforming; therefore an aspiration issue was not confirmed and a root cause cannot be determined. Sample 2 met specification and the exact root cause for this complaint is unknown for sample 1; therefore, specific action with regards to this complaint cannot be taken. All handpieces are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).